Event description:
An male pt reported experiencingj an eye infection while using renu (unk type). The pt began wearing a contact lens in the right eye in 07/2004 following a scleral buckle procedure. He stated that he exclusively used bausch & lomb contact lens solution per his doctor's advice. In 09/2004, the pt's right eye became extremely irritated and painful. In 2004, he presented to the emergency room for his symptoms and was advised to see an eye doctor the following day. Next day, the eye doctor referred the pt to the hospital. The pt was examined and subsequently underwent an unspecified operation "to remove the infection" the same day. The pt's pre-existing scleral buckle was also removed because it was "badly infected." Next day, the pt was released from the hospital. As of 3 following days, the pt was still under treatment and could not wear a contact lens.

Manufacturer narrative:
On 09/14/2006, one contact lens case was returned from the consumer. Visual inspection of the lens case found the case to be white and plastic. The left lens cap was white and the right was dark blue. The right lens case well was empty. The left lens case well contained solution and lens. The solution in the well was clear, colorless and bubbly with approx 2ml of solution. Testing of the solution found no alexadine hydrochloride, which indicates the solution in the case is not renu with moistureloc. Examination of the contact lens found a small internal rip or tear and slight debris. Bausch & lomb did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.